Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. The cause of the adjust belt messages was due to the trunk cable being partly pulled out of the distribution node and a broken white wire in the distribution node. The root cause of the damaged belt was likely a result of excessive force. Once the trunk cable was replaced, the belt was fully functional. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that she was receiving adjust belt messages. The pt's electrode belt was replaced.